Event description:
This report is being filed upon notification from our x-ray MFR of a prod problem that occurred. This x-ray sys locked up in the middle of thrombectomy procedure. The rebooting of the sys resulted in the c-arm stand in the ready state but the mobile viewing station was unusable because hourglass icons were locked on its screens. The pt was not injured.